Manufacturer narrative:
A review of the device history record (DHR) has been completed. No deviations or non-conformances noted. Clarification to partial date of implant: 2006 reported. Laboratory analysis summary the device related to the reported events rupture and capsular contracture was received on oct 17, 2025, with lot number 183082. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as fold flaw opening and missing assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease, wear abrasion and stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Previously reported event of grade 3 cc is a capsular contracture grade iii. Capsulotomy performed.

Manufacturer narrative:
Clarification section d : device is not known to be either saline or silicone gel. Record has defaulted to capture as saline at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii, deflation.

Event description:
Healthcare professional reported "implant has become hard over several years. Grade 3 cc. The rupture was identified during surgery". This record relates to the left side. The device was explanted and replaced.